Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code -speech disorder. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On 11/26/2024, it was reported that the patient uses tandem tslim in hybrid closed loop. According to the report, at 9pm, the patient inserted a wearable before going to bed. At 5am in the morning of (B)(6) 2024, the patient's husband noticed that the g7 app was beeping because the wearable failed but the patient wouldn't wake up as she was unconscious. The husband called 911. The paramedics arrived 10 minutes after the call. They performed a finger stick and the reading was 28 mg/dl, so she was given 2 doses of sugar water. The patient then woke up in less than 5 minutes, but was confused with slurred speech. She was treated further with carbohydrates. Before the paramedics left another finger stick was done and the reading was 220 mg/dl. There was no documentation of treatment for hyperglycemia. The patient was not brought to the hospital as she was fine when the paramedics left. She was stable during the report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.